Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-00288. It was reported the patient experienced a fall and subsequently experienced a loss in stimulation from her scs system. An sjm representative met with the patient and confirmed high impedances were present on both of the patient's leads. Reprogramming was unable to provide effective stimulation. The patient's leads were explanted and replaced on (B)(6) 2016. Effective stimulation was reportedly restored postoperative.